Event description:
A 3.0 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid-proximal rca lesion. Lesion morphology was reported to be severely tortuous. The lesion was pre-dilated. It was reported that the delivery system was inserted; however, the stent was unable to cross the lesion. The delivery system was pulled back into the guide and then attempted a second time. The stent was unable to cross the lesion; the delivery system was brought back into the guide and the stent stripped off of the delivery system. The un-deployed stent was deployed in the proximal rca with another manufacturer's balloon. The vessel closed down and there were unsure of the reason. They were getting a lot of lot of clot onto the balloon systems when dilating the lesion site. There was a severe amount of clot in the proximal vessel, it was completely closed. A balloon pump was sewn in. The patient is stable and will be monitored.

Manufacturer narrative:
Results: embolism-device, occlusion. Severely tortuous. Secondary intervention.